Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error. This event took place in ireland.

Manufacturer narrative:
Engineering evaluation was unable to verify a system malfunction due to insufficient information. The user did not submit case logs for investigation. The globus medical representative at this case reported that troubleshooting steps included moving the patient, adjusting the c-arm position, adjusting the c-arm contrast, as well as performing both software and hard resets of the system. Acquiring registered shots may be more difficult if the images contain pre-existing implants and globus medical hardware, patient anatomy cannot be visualized due to issues with brightness/contrast of the images, and the presence of shadows and other artifacts within the images. Ultimately, the user opted to abort the use of excelsiusgps and proceeded with the case via traditional methods. No adverse effects to the patient were reported. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The following sections were updated for this supplemental report: b4, b6, d5, g6, h3, h6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error. This event took place in ireland.